Event description:
The customer reported that a fine mist of diluent or clenz sprayed and leaked from the coulter lh 780 hematology analyzer. The customer stated that the instrument generated high differential backgrounds during the event. The customer indicated that the leak was contained within the instrument and was limited to the differential module. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The operator was wearing gloves and a laboratory coat at the time of the event and no injury or exposure was reported.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a damaged rinse line tubing for the differential mixing chamber and noticed dried diluent residue collected on the cover of the flow cell assembly. The fse proceeded to replace the tubing to resolve the issue and verified the repair as per established procedures. Failure mode of the leak is attributed to a hole in the tubing at the differential chamber (vc25) rinse line. (B)(4).